Event description:
It was reported that a malfunction occurred with the pump, indicated by malfunction code 0-0x277d, and this issue was reported three or more times on this pump. There was no reported impact to the customer¿s blood glucose level; however, it is unknown if the customer¿s blood glucose exceeded 500 mg/dl. As a corrective action, tandem technical support provided instructions and facilitated the replacement of the pump, confirming the customer¿s shipping address and providing a pre-paid label for the return of the problematic pump. The customer declined to share information regarding backup therapy plans but was informed about the necessary replacement steps and storage mode instructions for the transport of the new pump.